Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's battery died 2 years ago and they couldn't find anyone to replace it. The patient wanted the manufacturer to look into the matter of getting their battery replaced, the patient noted that they were disabled with a fixed income. The ins was implanted in 2007 and it worked well for them. In 2015 they couldn't recharge the ins. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins wouldn't charge and that their recharger said "error, error". The ins was implanted in 2007 and their healthcare provider (hcp) said it would last about 7-8 years and it died in 2015. They talked to their hcp and they told them that no one in (B)(6) could replace it. Another hcp said they could replace it but wanted to be paid up front. The patient was disabled and on a fixed income and had no money to replace the ins. The issue was not resolved. They wanted to have the stimulator working again because it helped them and was still in their body. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.